Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: eval method: (hardness test). Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material displacement. Dimensional inspection of the tip diameter confirms conformance to print specification. Inspection of material hardness identified a non-conformance to print specification. The above findings are consistent with manufacturing error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: lumbar spinal canal stenosis. For which, patient underwent plif (posterior lumbar interbody fusion) at levels l5/s. Intra-op, when the surgeon placed the crosslink appropriately and was tightening a set screw by his hand, the tip the driver was broken. Product came in contact with the patient. There was no fragment of the product left in the patient¿s body. No patient symptoms or complications were reported as a result of this event.